Event description:
The complainant reported a patient of unknown age and gender presenting for high risk percutaneous coronary intervention using the impella cp optical for hemodynamic support. After initiating the pump, the patient was reported as having hypotension, nausea, vomiting, and tachycardia. As such, the pump was removed and the patient's symptoms resolved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.